Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned wrapped around itself packaged in double biohazard plastic bags. The outer body proximal shaft was examined and it was found to be accordion wrinkled and compressed at 8.0cm distal to the strain relief. The outer body distal shaft was examined, it was compressed on several places along its length and also compressed just proximal to the stent location. The stent was partially protruding through the outer body distal end. There was a lot of friction when the inner body was being pushed in the outer body. The inner body was cut at 1.6cm from its distal end and it was pulled out of the outer body and examined. The inner body proximal shaft was slightly compressed. The stent was deployed successfully out of the outer body however there was a lot of friction while the outer body was being withdrawn. The anomalies found on the outer body are known to adversely affect the functional performance of the products. The high force used during attempted deployment resulted in the observed partial deployment, accordion wrinkle, compressions and friction of the returned device. Additional information indicated the vessel anatomy to be tortuous. Based on the additional information and the investigation, it is likely that vessel tortuosity limited device performance; therefore, an assignable cause of operational context was assigned to the reported stent partial deployment, as well as the observed catheter deformities.

Event description:
Resistance was encountered while the stent delivery system was advanced to the target 80% stenosed right internal carotid artery lesion. Following angioplasty, the stent was delivered to the target lesion; however, was able to be partially deployed across the lesion but was unable to be fully released. The stent delivery system was uneventfully removed from the patient and another of the same device was successfully used. There was no clinical consequence to the patient due to the reported event. The patient condition was reportedly ¿good¿.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Resistance was encountered while the stent delivery system was advanced to the target 80% stenosed right internal carotid artery lesion. Following angioplasty, the stent was delivered to the target lesion; however, was able to be partially deployed across the lesion but was unable to be fully released. The stent delivery system was uneventfully removed from the patient and another of the same device was successfully used. There was no clinical consequence to the patient due to the reported event. The patient condition was reportedly good.